Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple elevated blood glucose (bg) levels of up to 550 (mg/dl) and occasional ketones since (B)(6) 2016. Customer administered boluses, injections, drank water, and exercised to treat bg levels. Customer also reported that they went to the emergency room around (B)(6) 2016 for elevated bg levels and dangerous ketones. Customer was treated with intravenous insulin and released later that day in stable condition. Customer indicated that they have been in close contact with their health care provider (hcp) since elevated bg levels began, and had seen them in office on (B)(6) 2016. System check and review of pump data on (B)(6) 2016 indicated that the pump was performing as intended. Recommendation was made to contact their hcp regarding their diabetes management and to contact tandem technical support for future bg events.

Manufacturer narrative:
The investigation has been completed. Effect to customer (elevated blood glucose) cannot be confirmed through a log review or duplication testing. Functional testing was performed and a unrelated issue was found.